Event description:
The account alleged that the pt positioning monitor (ppm) was armed and the pt got out of bed and the alarm did not go off and the ppm was still set. No injuries.

Manufacturer narrative:
Repairs have not been completed.